Manufacturer narrative:
The us instructions for use (IFU) for putty (40002-07-5) identify "soft tissue damage or fluid collections, including hematoma or seroma" also "wound complications including hematoma, site drainage, infection, dehiscence, and/or necrosis" as potential adverse events associated with any surgical procedure. No updates to the IFU are warranted at this time. Based on the investigation performed, a causal link between I-factor and the adverse event cannot be established. Observed rates of wound complications are within expected levels.

Event description:
On (B)(6) 2025, a surgeon reported a seroma after the patient returned to the emergency room with breathing difficulties three days post single-level acdf using the I-factor putty product. The quality team followed up with the surgeon for more details. The surgeon provided the surgery date, hospital name, product lot number, and confirmed no revision surgery was performed. Additional information included other products used during the procedure and a clinical narrative describing the event.